Event description:
An optometrist reported that two weeks following bilateral photorefractive keratectomy (prk), the pt presented with superficial punctate keratitis (spk) in the right eye. In a follow up, the clinical director reported that the spk resolved without treatment and the pt was doing great at his last postoperative appointment. No further info is expected.

Manufacturer narrative:
Eval summary: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).